Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that two devices each were missing from shipment. Discovered upon incoming inspection. No patient involvement.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Three photos were received for evaluation. Picture one shows eighteen (18) new unopen pouches of tracheal tube over a table. Picture two shows the pouch label. Picture three shows the shelf cartoon box label. The reported failure is confirmed. No other analysis was performed. Device passed all functional testing. No problem found. No root cause can be determined from the pictures submitted and no product was returned for analysis. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).